Event description:
Information was received that a smiths medical level 1 hotline low flow system had a defective disposable; water was shooting out once powered on. No adverse effects reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in excellent condition. Further visual inspection revealed that the micro switch was broken. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (defective disposable switch/water shooting out upon power up) was confirmed during testing. The product problem occurred because of the broken micro switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was attributed to the user. The malfunction occurred from repeated/rough use of the micro switch. This was established as the root cause. The micro switch was replaced as a result. Preventative maintenance was then performed. The device subsequently passed functional testing.